Manufacturer narrative:
From x2 t:slim user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while loading the cartridge, the customer did not disconnect from the infusion set site during the fill tubing step and inadvertently delivered 20 units of insulin. Tandem technical support educated the contact that the infusion set must be disconnected during the fill tubing. The customer blood glucose (bg) levels were impacted (unknown low value), and addressed by drinking orange juice. During a follow-up call with tandem technical support (cts), contact reported customer's bg level returned to target range. Multiple attempts were made by cts to obtain specific bg information; however, no additional information regarding this event was provided.